Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the batch number was unavailable. Based on the information received, the cause of the reported pericardial effusion could not be conclusively determined. Per the IFU, vascular perforation is a known risk of any electrode placement.

Event description:
The following was published in the program and abstracts for the (B)(6). Title of acute efficacy of cryoballoon vs irrigated radiofrequency ablation for the treatment of paroxysmal atrial fibrillation. One patient from the study experienced a pericardial effusion. No further information was available.